Event description:
It was reported that the customer experienced multiple intermittent occlusion alarms. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Despite several troubleshooting attempts, the issues continued, leading to the recommendation and approval by clinical support specialists for a pump replacement. The customer was advised to continue using the current pump until the replacement arrived and received instructions on handling the pump during the transition.